Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient¿s symptoms were the worst they had ever been. The patient¿s symptoms of drooling and dyskinesia suddenly started in (B)(6) 2015. The patient¿s implantable neurostimulator (ins) was at elective replacement indicator (eri). The eri occurred after the patient¿s health care provider (hcp) increased their settings from 3.8 to 4.0 on (B)(6) 2015. There was no allegation against or dissatisfaction with the ins longevity. The ins was at 2.56v and the patient had a replacement surgery scheduled for (B)(6) 2016. The patient wanted to know if their ins would last until then. The patient¿s indication for use is parkinson¿s dual and movement disorders. No cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.